Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.